Manufacturer narrative:
A temporal association exists between the liberty cycler and the reported adverse event of umbilical hernia. However, it is unknown if the patient¿s umbilical hernia was a pre-existing condition prior to the initiation of capd/ccpd. The pdrn reported the umbilical hernia worsened while the patient was previously performing capd, thus the patient was transitioned to ccpd to monitor for worsening symptoms. There is no allegation against the liberty cycler having malfunctioned or not performed as expected. Additionally there is no evidence the liberty cycler caused and/or contributed to the adverse event of umbilical hernia. Increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Additionally, the placement of a pd catheter is a risk factor for increased likelihood of hernia formation or enlargement. Hernias are a known complication of pd therapy. Therefore based on the available information causality cannot be fully determined. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support when troubleshooting for a drain complication that she had a hernia. Follow up with the patient¿s peritoneal dialysis nurse indicated that it is unknown if the umbilical hernia (symptoms and severity unknown) was a pre-existing condition prior to the patient beginning pd therapy approximately two years (exact date unknown) ago. The peritoneal dialysis nurse reported she believed the hernia has ¿progressed¿ since initiating pd therapy, and stated it had increased in size when the patient was performing continuous ambulatory peritoneal dialysis (capd) and was switched to ccpd to monitor the umbilical hernia. Presently the patient is not scheduled for any repair of the umbilical hernia and continues pd therapy without change.